Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate the device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model#m-4800-01 (B)(4)) acunav catheter (model# unknown lot# unknown) manufacturer's ref. No: (B)(4) biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a nogastar catheter and a navistar catheter. The patient suffered a cardiac tamponade during mapping, which required a pericardiocentesis. Both the nogastar catheter and the navistar catheter were used for mapping. The patient¿s medical history is unknown. The patient had a pericardial effusion during mapping. They mapped with the nogastar catheter and then the navistar before the effusion was discovered. No ablation was performed on the patient. The account is not sure what caused the effusion. The patient was hyperirritable. They inserted an acunav catheter and the effusion was identified. A pericardiocentesis was performed. The patient was then stable. Additional information was received regarding the event. No transseptal puncture was performed. The physician did not provide a causality opinion for the cause of this adverse event. There is no further information about the hospitalization. Therefore, since the patient event occurred during mapping and both the nogastar catheter and the navistar catheter were used for mapping, we are taking the conservative approach and will report this event under both of these catheters.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on march 10, 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a nogastar catheter and a navistar catheter. The patient suffered a cardiac tamponade during mapping, which required a pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.